Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, inflammations, adhesions, mesh migration, defective device, mesh failure, suffering, mental pain, scarring, permanent impairment, and loss of enjoyment of life. Post-operative patient treatment included mesh removal, mesh revision, and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, inflammations, adhesions, mesh migration, defective device, mesh failure, suffering, mental pain, scarring, permanent impairment, trouble using restroom, trouble breathing, bump on chest, difficulty lifting and bending over, and loss of enjoyment of life. Post-operative patient treatment included mesh removal, mesh revision, medication, revision surgery, and hernia repair with new mesh.

Manufacturer narrative:
No code e2402 difficulty using restroom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b7, d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI) #), h4, <(>&<)> h6 (patient codes, ime e2402: abdominal wall laxity) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, inflammations, adhesions, mesh migration, defective device, mesh failure, suffering, mental pain, scarring, permanent impairment, trouble using restroom, trouble breathing, bump on chest, difficulty lifting and bending over, loss of enjoyment of life, abdominal pain, lump, bleeding, abdominal wall protrusion, abdominal wall weakness/laxity, <(>&<)> discomfort. Post-operative patient treatment included mesh removal, mesh revision, medication, revision surgery, hernia repair with new mesh, lysis of adhesions, areas of bleeding cauterized, use of abdominal binder, <(>&<)> component separation.